Event description:
It was reported that during the sleeve gastrectomy, the surgeon fired across an approximately 20 year old bougie with mercury in it. Hazmat was called immediately. It is unknown if the case was aborted or completed. The mercury levels in the patient are extremely high. The patient has received chelation therapy. The device is quarantined. This is all the information available.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional followup: pt is doing ok. Device functioned perfectly. Full recovery?? Still not sure potentially long term/ short term.